Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was emitting call service 064 alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: a review of the black box indicated a call service 064 alarm had occurred associated with high force due to an occlusion, which is an expected and normal function of the pump during an occlusion. The pump powered on normally and successfully completed rewind, load, and primes steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).